Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device was beeping. The battery remaining has recently reached end-of-life the device has been implanted less than five years. The device was explanted. There were no additional adverse patient effects.

Event description:
It was reported that the device was beeping. The battery remaining has recently reached end-of-life the device has been implanted less than five years. The device remains implanted. There were no adverse patient effects.